Manufacturer narrative:
During further investigation by the bench technician, it was observed that the charging port was physically damaged. The front enclosure assembly was replaced to address the issue and the device was returned to full functionality. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a physically damaged charging port on the front enclosure assembly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the device has a broken charging port.